Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp shim exhibits signs of repeated use. And has one each of components 1 and 2 disassembled / missing. The missing components were not returned. DHR was reviewed and no discrepancies were found. The root cause is associated with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the knee instrument has worn and the product has been returned.